Manufacturer narrative:
The pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer received a no delivery alarm. The customer's blood glucose was unknown. The customer's mother stated the no delivery alarm occurred during priming. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump alarmed no delivery with a fixed prime. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.